Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that a conclusive cause for the leak could not be determined. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history revealed no other incidents reported for this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the iliac artery with mild tortuosity, mild calcification and 85% stenosis. An 8.0x59 mm omnilink elite over the wire (otw) stent system was advanced toward the target lesion, the system was inflated and contrast media leaked from the proximal part of the shaft and the pressure did not increase. Although leakage occurred, the stent was implanted. Post-dilatation was performed as standard practice to make sure the stent was well apposed to the vessel wall. Reportedly another omnilink elite stent was also deployed and is not related to this event. The deployment of the second omnilink elite stent had been planned prior to the event. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.